Event description:
It was reported a patient presented in clinic due to pectoral stimulation from left ventricular (lv) lead loss of capture. Low voltage impedance had also increased since implant. A chest x-ray and fluoroscopy were performed to confirm lv lead dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.